Event description:
The customer reported that the tubing disconnected from maxplus connector. It was reported that alcohol pad was used to disinfect connector prior to use and no leaks noted when disconnected. There was no report of patient harm the event occurred in the orthopedic unit. Received a copy of the customer's sus voluntary event report from FDA which states, ¿primary tubing would not stay connected to the IV buff cap."

Manufacturer narrative:
Additional information provided: the customer¿s report that the tubing disconnected from the maxplus connector was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no issues between the recently mated components. The set's male luer end tip was noted to be within specification. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing disconnected from buff cap (saline lock). It was reported that alcohol pad was use to disinfect cap prior to use., no leaks noted when disconnected. There was no report of patient harm the event occurred in the orthopedic unit received a copy of the customer's sus voluntary event report from FDA which states, ¿primary tubing would not stay connected to the IV buff cap".